Event description:
It was reported that a patient has been to the emergency room approximately five times due to dislocation of implant. The initial reporter assumes the patient was treated by mua(s).

Manufacturer narrative:
Examination was not possible, as the devices remain invivo. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time.